Event description:
It was reported by the customer that a pyxis medstation es system patient orders did not cross, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the patient orders did not cross. A technical support specialist confirmed with the customer that the issue was resolved by itself. The system functioned as intended the issue resolved.